Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the customer's blood glucose (bg) level had been higher however, no value was provided. The customer stated a bolus via the pump would be used to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.